Event description:
It was reported that the patient¿s husband told the healthcare professional (hcp) that the implantable neurostimulator (ins) was get ting hot when therapy was on. The patient¿s husband also told the hcp that the patient¿s skin became red from the heat. The caller also noted that the recharger was making the pocket site uncomfortably hot during recharging. The caller did not know of any falls or trauma that the patient experienced which might have caused damage to the device/system. The caller did not know when the issue began. The caller planned to meet with the patient on 2014-07-16. It was later reported by the manufacturer representative on 2014-07-16 that they sat with the patient and when the patient was being reprogrammed the device was not ¿heating up.¿ it was also noted that the patient was recharging with the caller present for fifteen minutes and there was no heating around the implant. The caller noted that the patient stated when the stimulation was on for more than five minutes ¿it felt hot¿ and when the patient was recharging for more than ten minutes there was a heating sensation. The manufacturer representative noted that the patient also stated that the recharger was getting ¿really hot.¿ it was reported that the patient had the recharger replaced and the manufacturer representative thought it was (B)(6) 2014 that the replacement took place. It was reviewed by technical services with the caller that the recharger statistics may indicate that there was an overdischarge. The caller stated that she did not believe that the patient went through an overdischarge situation because the device was just implanted in may and the caller stated that the patient would have notified the doctor or herself. It was noted that ¿it did not add up¿ to the caller. The patient¿s impedance values were all between 800-1000 ohms and ¿seemed healthy.¿ the caller stated that the issue started two weeks after implant. It was noted that ¿at that time¿ the pain relief diminished and the system began the heating issue. The caller stated that the doctor evaluated the implant and everything seemed good. The manufacturer representative noted that the patient stated that if she had the implant on for more than 30 minutes the patient would get diminished pain relief although she would still feel stimulation. The caller noted that the patient stated that the pain can ¿actually get worse.¿ the caller noted that imaging was done ¿last week¿ and it appeared that the leads looked perfect. It was noted to be ¿midline and tight.¿ the caller noted to ¿appease¿ the doctor if a different recharger could be sent out. The caller noted that the pin broke off. It was further reported that there was a broken connector on the desktop charger. The anomaly appeared to have occurred through product use. It was also noted that, based upon recharging statistics obtained, the patient was acquiring zero coupling, the temperature looked to be normal and the battery voltage had not changed. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the there was no longer any heating sensation at the implant site with recharging. The impedances were all normal. The patient had good coupling with recharging. They also had good coverage and were receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).